Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had to turn the therapy off yesterday for an MRI. The patient is in the hospital and not emptying their bladder. The stimulation was turned back on this morning. The nurse did an ultrasound and the patient is not peeing enough today. Walked caller through checking the patient's settings. Patient was on program 4 at 1.0 ma. The patient said they can feel the vibration when the stimulation is working. On the call the caller increased the stimulation to 1.6 ma.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.